Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user awoke to find the ilet housing split in half, rendering the device nonfunctional, consistent with a screen/bezel separation hardware failure; the user transitioned to backup therapy and reported elevated blood glucose by glucometer without device alerts or alarms. Symptoms included hyperglycemia. Outcomes included temporary interruption of insulin delivery requiring use of backup therapy. Investigation included customer service troubleshooting and education, confirmation of serial number, shipment of a replacement device, and instructions for data sync, device shutdown, return procedures, and re-start workflow with cgm pairing. Investigation of this case revealed a mechanical enclosure failure resulting in loss of function, aligned with previously observed bezel or case separation issues in the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was mechanical integrity failure of the device enclosure.